Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right cephalic vein. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During fourth inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.